Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) one impl tapered scr-v ha 3.7 mm 3.5mm 13mm (tsvh13). Visual evaluation of the as returned product identified significant signs of wear and fracturing vertically at the collar including hex. Bone tissue presented on the external threads of the implant. Pre-existing patient condition and tooth location of patient provided was none however, devices were used for approximately 12 years 2 months. The reported event could not be recreated due to the nature of the dental device and event (fracture). Devie history record review was completed for the subject lot number 60882218. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60882218) for similar events, using keyword 'fracture implant' and no other complaint was identified. Monthly post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fractures) or products. Therefore, based on the available information, device malfunction has occurred and the reported events were confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification PMA/510(k) number k011028 and k013227.

Event description:
The doctor reported that the hexagon of the implant was fractured, he also reports that the surgical procedure was completed using another implant in the same surgery. The affected dental position is unknown. The doctor sent a fractured screw and a fractured implant in the same pouch.